Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not reaching desired temperatures. Per review of wo on 10dec2024, there was no patient impact. Per follow up information received via mail on 09dec2024, device was sent to task management for repair. Manifold assembly was cleaned to fix issue. No parts replaced. Switched to different device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Customer reported "system not reaching desired temperatures". Tested this device severe and we weren't able to reproduce customers problem. Checked the log files from the customer and saw error 113 multiple times. "Reduced water temperature control". The system has detected that the water temperature has not been controlled as accurately as expected in the last 30 minutes. This situation may be temporary due to sudden patient temperature changes, interruption in water flow, or blockage of air flow by an obstruction or dirty filter. Cleaned manifold. Perform calibration and a electrical safety test. Both tests passed without problems. This device meets all criteria. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Based on the results of this investigations, no additional action is required at this time. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not reaching desired temperatures. Per review of wo on 10dec2024, there was no patient impact. Per follow up information received via mail on 09dec2024, device was sent to task management for repair. Manifold assembly was cleaned to fix issue. No parts replaced. Switched to different device.